Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported gas leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the patient and prior to inserting any catheters or the transseptal needle, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the issue remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. The device will not return as it was discarded at the hospital due to the infection control for covid-19.